Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? It was reported that although the broken piece was still on the bone, the chest was closed. However, the product will be returned for analysis. Please clarify if the needle remain in the patient¿s tissue. If yes, are any plans in place to remove the needle piece in future? What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? Was there any adverse consequence associated with the patient? Please provide the lot number: device return status: attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date and suture was used. During use on the patient the needle tip was broken when putting the 2nd stich during a sternum closure. Although the broken piece was still on the bone, the chest was closed. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/6/2022. H3 investigational summary: a failed suture needle was submitted fractographic evaluation. The component was identified as product code mb66g. It was requested that assess the fracture mode of the failure. A fracture was observed in the body of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/6/2022. Additional information was requested, the following was obtained: did the needle fall into the patient? The broken needle remained in the sternum. If yes, was the needle piece(s) retrieved during the same procedure? Although the broken piece was still in the sternum, the chest was closed. Were x-rays taken to locate the needle piece(s)? CT was taken. What measures were taken to retrieve the broken piece? Trying to touch the piece, but he couldn't. Was there any additional tissue damage as a result of searching for the needle piece? Unknown. It was reported that although the broken piece was still on the bone, the chest was closed. However, the product will be returned for analysis. Please clarify if the needle remain in the patient¿s tissue. Yes. If yes, are any plans in place to remove the needle piece in future? Unknown. What tissue structure the broken needle was located? In the sternum. What is the surgeon's opinion of consequences to the patient? Unknown. Was there any adverse consequence associated with the patient? Unknown. Please provide the lot number: unknown. Device return status: we are going to ship the device after finish domestic investigation. Additional information: post-op, the patient can walk." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.